Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, difficulty walking, popping and grinding noises, femoral acetabular impingement, small cysts, and elevated cobalt and chromium levels. Update: (B)(4) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified correct lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Although we do not normally report ide products, due to our company's policy of reporting all legal-related complaints, we are reporting this now. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, difficulty walking, popping and grinding noises, femoral acetabular impingement, small cysts, and elevated cobalt and chromium levels.